Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that¿they were having issues with charging the implant starting yesterday. Caller stated they were able to charge the controller but when attempting to charge the implant it "wouldn't do anything...quit charging all together". Caller stated usually when they reset the controller that will resolve the issue but this time it did not work. Caller stated that the recharger has to go directly on the skin in order to charge implant at all. Patient services (pss) walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 70% and implant is low/red. Caller then connected recharger and confirmed charging excellent. Patient services reviewed with caller everything appears to be working as intended and to monitor the next time pt needs to charge. Instructed caller to call back if the issue with the external device persists. The troubleshooting steps that were taken on the call resolved the issue. Caller mentioned that the implant feels like it may be moving around in their back. Pss redirected caller to discuss concerns with hcp as this could be related to issues with charging the implant. Caller mentioned they have an appt with the hcp on (B)(6).